Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They updated the explant date of the system. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor via a manufacturer representative (rep). It was reported that starting in (B)(6) 2018, the patient reported a return of lower urinary tract symptoms such as frequency, urgency, and nocturia which were not relieved by changing programs. The patient was reprogrammed on (B)(6) 2018. The entire system was explanted on (B)(6) 2018. The event was resolved without sequelae. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient's weight was provided. No further patient complications were reported as a result of this event.